Event description:
The physician could not get the catheter to deflect when maneuvering in the chamber. Upon removal, the physician noticed a kink in the shaft.

Manufacturer narrative:
No pt consequence was reported. The original complaint did not indicate a potential reportable event. Two complaint catheters were received on 2/13/09 and was determined reportable based on the return investigation. The catheters were visually and functionally examined. Damage to the catheter shaft was found 7.5cm and 7.6cm from the distal tip respectively. The shaft damage did not affect functionality as the electrical continuity, curve and simulated ablation met specifications. Upon follow-up with the physician, the catheters were inspected before the procedure and no abnormalities were found. In addition, the kinks were observed under the fluoroscopy during use, however, continued usage and manipulation may have further stressed the kinked location to the observed failure which is not indicative of normal use conditions. As stated in the instructions for use, "excessive bending or kinking of the catheter may cause damage to the catheter." Please note that this report may be based on info not verified by st. Jude medical to be complete and accurate.